Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and multiple shocks for a supraventricular tachycardia. Technical services recommended programming considerations to avoid inappropriate therapy in the future. The ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Refer to section e for updated initial reporter information.

Manufacturer narrative:
Refer to section e for updated initial reporter information.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and multiple shocks for a supraventricular tachycardia. Technical services recommended programming considerations to avoid inappropriate therapy in the future. The ICD remains in service and no adverse patient effects were reported. Additional information received indicated that at the time of the event the patient was admitted to the hospital and programming changes were applied to the ICD system. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing and multiple shocks for a supraventricular tachycardia. Technical services recommended programming considerations to avoid inappropriate therapy in the future. The ICD remains in service and no adverse patient effects were reported.